Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 4.8, lab: 2.7. Pt's therapeutic range: 2-3 inr. Pt could be on antibiotics, but nurse was not sure.

Manufacturer narrative:
Investigation pending.